Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres (atm) for 10 seconds. However, during third inflation at 14 atm for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.